Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in france. During the survey, main coil protrusion was reported to have occurred. No further information is available.

Manufacturer narrative:
D2b ¿ corrected. D2a ¿ corrected. F10 / h6 medical device problem code: corrected. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform atlas (device number unknown ¿ quantity 24), and responses (double blinded) from physicians was received on 11 september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform atlas the following complications were reported: allergic reactions, anesthetic and contrast media complications, cranial nerve palsy, disabling stroke, in-stent restenosis, intra-procedural aneurysmal rupture, neurological deficit, vasospasm. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The as reported code of 'stent does not support coil mass' will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in france. During the survey, main coil protrusion was reported to have occurred. No further information is available. Based on a review of the information available on the 07 nov 2024 the device code row 1 was changed from: expulsion to: structural problem